Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had a unspecified error alarm. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump was alarming and there was no notification with alarm. It was also reported that they had low or high glucose. The insulin pump will not be returned for analysis.